Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument's knife bar was herniated from the side of the product. Functionally, the reload was loaded into an instrument for functional testing. The reload was cycled without hesitation or binding. The interlock was tested and was found to function properly. It was reported that the device broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the third firing in laparoscopic sleeve gastrectomy, the stapler started at zone 2 and fired 1/4 of 60mm reload. While firing, a metal piece shot out of the articulation joint. The device was pulled back in and the reload stopped firing. The up bottom was pressed to open the jaws and retract the ibeam (at that point the metal piece further retracted into the reload). The metal was still hanging out, so it was difficult to get the reload out of the trocar. The reload was articulated to the left almost all the way. Another reload and same stapler were used to complete the case. There was no patient injury.